Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resets) was investigated. Upon investigation the charger/modem was resetting. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on ca board sn (B)(4) . Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned charger/modem sn (B)(4) and reported that the charger/modem was resetting.